Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that ten years five months post filter deployment, that a CT scan showed the filter tilted and perforated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and four months post filter deployment, computed tomography (CT) revealed that the filter tilted slightly anteriorly by approximately 7 degrees and to the right by approximately 6 degrees. Superior tip of the filter was approximately 1 cm below the level of the renal veins. All the struts extend beyond the outer wall of the inferior vena cava, with the left strut extended approximately 10 mm beyond the wall and perforate into the adjacent abdominal aorta by approximately 9 mm. The patient reportedly experienced abdominal pain. Subsequently six months later, another computed tomography (CT) revealed that the filter struts extended beyond the wall of the inferior vena cava caudal to the origin of the inferior mesenteric artery. There was one strut extended into the lumen of the infrarenal abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for the filter tilt as the medical states, ¿the filter tilted slightly anteriorly by approximately 7 degrees and to the right by approximately 6 degrees.¿ based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.